Event description:
Reporter alleged receiving the results of 180 mg/dl and 50 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he was sweating before he the tests and he was brought something to eat. Reporter also stated the paramedics were called. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.